Event description:
It was reported that during a sleeve gastrectomy procedure, the staff noticed that there were debris on the inside of the staplers. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2025 b3: only event year known: 2025 d4: batch # unk investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned inside its package opened. In addition, the battery pack was received inside of a plastic bag upon visual inspection, a black foreign matter was noted to be inside the packaging. No conclusion could be reached on the cause of the reported event since the device was returned outside of its package. Additional, it was observed that the tyvek and blister from the packaging was damaged. The damage found compromised the device's sterility. Due to the damages found on the tyvek and blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a98115, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.